Event description:
This is report 2 of 3 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: updated data-b5. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h4, h6: based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for an unknown frn nail/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, during standard femoral recon nail (frn) insertion procedure, the nail was not going in easily. As the nail was being impacted with proper technique, the driving cap/threaded broke off in the radiolucent insertion handle for frn. The nail was stuck and needed to be removed for additional reaming. The surgeons did not want to remove handle from the nail while it was stuck in the femur so they attempted to drive the nail out by using the hammer guide as an impactor against the radiolucent insertion handle. This was not successful and it damaged the threaded end of the hammer slide such that it could not be used in normal fashion. The decision was then made to disconnect the handle from the nail and extract nail with extraction bolt which was successful. The femur was reamed larger and the nail was re-inserted with the same fnr insertion handle using the broken impactor to seat the nail. The re-insertion was successful and the case was completed without further incident. Approximately 30 minutes were taken to attempt the nail removal without taking the insertion handle off. No other medical intervention needed. There was 45 minutes surgical delay. Procedure was successfully completed. No patient consequences reported. Concomitant devices reported: driving cap threaded (part # 03.010.523, lot # 4l85186, quantity 1); radiolucent insertion handle frn (part # 03.033.001, lot # 4l07484, quantity 1), hammer guide (part # 03.010.170, lot # l750813, quantity 1). This report is for 1 unknown frn nail. This is report 2 of 2 for (B)(4).